Manufacturer narrative:
This closes out this report unless other additional significant information is received.

Manufacturer narrative:
This closes out this report unless other additional significant information is received.

Event description:
This spontaneous report was received on (B)(6)-2015 from a consumer (age and gender unspecified) reporting on self from the united states. On an unspecified date, the consumer started using listerine ultraclean access dental flosser (route-dental, frequency, lot number and expiration date unspecified) for flossing. After an unspecified duration, the handle separated from the head while flossing but the consumer was able to put it back on. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction case in the united states. Initial submitted report is being resubmitted to correct the following information. This report was received from a male consumer. The flosser head came off in the same manner as when changing after use. The floss became caught between his two crowns. The consumer indicated the floss did not break and he was able to attach a second head without an issue. This report remains a reportable malfunction case in the united states.

Manufacturer narrative:
This closes out this report unless other additional significant information is received.

Event description:
This spontaneous report was received on (B)(6)-2015 from a consumer (age and gender unspecified) reporting on self from the united states. On an unspecified date, the consumer started using listerine ultraclean access dental flosser (route-dental, frequency, lot number and expiration date unspecified) for flossing. After an unspecified duration, the handle separated from the head while flossing but the consumer was able to put it back on. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction case in the united states. Initial submitted report is being resubmitted to correct the following information. This report was received from a male consumer. The flosser head came off in the same manner as when changing after use. The floss became caught between his two crowns. The consumer indicated the floss did not break and he was able to attach a second head without an issue. This report remains a reportable malfunction case in the united states. Additional information was received on 05-jun-2015. A return sample has not been received. A review of non-conformances and capas was performed and no non-conformances or capas related to the replacement flosser head falling off during use were created. The complaint investigation was closed with a disposition of undetermined. The device was used for general oral hygiene. Complaint trends will continue to be monitored. This report remains a reportable malfunction case in the united states.

Event description:
This spontaneous report was received on (B)(6) 2015 from a consumer (age and gender unspecified) reporting on self from the united states. On an unspecified date, the consumer started using listerine ultraclean access dental flosser (route-dental, frequency, lot number and expiration date unspecified) for flossing. After an unspecified duration, the handle separated from the head while flossing but the consumer was able to put it back on. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction case in the united states.